Event description:
Reference number(B)(4) event occurred in the united states it was reported that the patient encountered infusion flow blocked at the tube event on (B)(6)2024. No further information available.